Event description:
One to two years after breast implant surgery (7/24/89), rptr began to experience hair loss from head. Arthritic symptoms began to develop, e.g. Pain and weakness of wrists, increased back, neck and shoulder pain and stiffness. In 1994, rptr began to notice hair loss from her extremities. At this time, there is almost no hair on her arms and legs.